Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe capsular contracture grade unknown.

Event description:
Healthcare professional reported right side "severe capsular contracture grade unknown ,pain, a feeling of strangulation ,deformation". The device remains implanted. Treatment: radiation exposure.